Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The medium-large clip applier instrument was analyzed and found to have one severely bent grip notch which holds the clips, causing misalignment of the grip-tips. Due to the damage, the clip cannot be placed properly. The grips were not found to have cracking damage. Further inspection found a notch at the point where the bend is. The probable root cause of severely bent grips is attributed to damage either during use or reprocessing, as severe misalignment of grip tips can be due to accidental drops, incorrect instrument tray or sink sizes for reprocessing, or overloading the tips.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The 8mm medium-large clip applier involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the of the 8mm medium-large clip applier instrument got stuck on the jaw of the instrument. The instrument did not have an anomaly before the surgery and showed no damage after. The clip applier instrument was pushed with another instrument to free it from the jaw. The incident occurred twice during the intervention. Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: customer was using the hem-o-lok weck clips. The small clips did not stay on and the larger one did not fit the clip. The vessel or tissue bundle was not larger than the diameter specified in the instructions for use. The instrument was used three times and clip jammed twice in a row. The clip was pushed with another instrument. There were no photos/videos available for review.